Event description:
The pt was experiencing high blood glucose levels for a couple of days. This condition caused additional elargement of his prostate gland requiring hospitalization for placement of a urinary catheter. While hospitalized, he identified the cause of his high blood glucose as a cut in the infusion set, causing insulin to leak and not be delivered. He also stated that the set was not cut or leaking when initially placed.